Event description:
During cataract removal procedure patient allegedly received a retinal photic injury. Filter was in place. Length of procedure reported at 41 minutes. Facility alleges post-operative examination indicates retinal injury to left, in the macula and paramacula; metamorphopsia centrally on amsler grid and relative scotoma superior temporal to fixation.